Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Primary procedure, left hip. It was reported that post-op x-ray showed that the screw was bent/ curved. Screw was not bent or curved when taken out of the packaging. Surgeon used 25mm drill with guide to drill the pilot hole. Patient's bone quality unknown but was reported as 'not young, strong bone'. Surgeon does not have any plan to revise the patient. Update per sales rep: 35mm screw is bent.

Manufacturer narrative:
Reported event: an event regarding damage involving an other hip screw was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: this case reports the possibility of a screw bending upon insertion through an acetabular component. In my opinion I don't believe a well-directed screw would bend upon simple unobstructed insertion no matter what the quality of the bone. In order for it to bend it would either have to strike a very hard surface and be forced in or the screw was misdirected and possibly levered against the acetabular screw hole upon insertion. Having said that I would need to have further x-rays to confirm that the screw was indeed bent since the x-ray provided in my opinion is slightly distorted. I cannot absolutely confirm that this event occurred despite the x-ray showing what appears to be a bent screw. I would like to see further evidence with other x-rays. The root cause of a bent screw would have to be either contact with a very hard surface as it was forced in and inserted or misdirection with levering of the screw on the acetabular screw hole as it enters the bone. Most likely the cause is iatrogenic. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant indicated: a review of the provided medical records by a clinical consultant indicated: this case reports the possibility of a screw bending upon insertion through an acetabular component. In my opinion I don't believe a well-directed screw would bend upon simple unobstructed insertion no matter what the quality of the bone. In order for it to bend it would either have to strike a very hard surface and be forced in or the screw was misdirected and possibly levered against the acetabular screw hole upon insertion. Having said that I would need to have further x-rays to confirm that the screw was indeed bent since the x-ray provided in my opinion is slightly distorted. I cannot absolutely confirm that this event occurred despite the x-ray showing what appears to be a bent screw. I would like to see further evidence with other x-rays. The root cause of a bent screw would have to be either contact with a very hard surface as it was forced in and inserted or misdirection with levering of the screw on the acetabular screw hole as it enters the bone. Most likely the cause is iatrogenic. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Primary procedure, left hip. It was reported that post-op x-ray showed that the screw was bent/ curved. Screw was not bent or curved when taken out of the packaging. Surgeon used 25mm drill with guide to drill the pilot hole. Patient's bone quality unknown but was reported as 'not young, strong bone'. Surgeon does not have any plan to revise the patient. Update per sales rep: 35mm screw is bent.